Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a user error. The hospital technician opened the cabinet without authorization as he is neither trained nor certified to work in the pdc. Only trained personnel should open the cabinet. High voltage warning labels inside the pdc are in place. According to the instructions for use, the customer/technician should never open any components of the system and leave all repairs to siemens service. (Print no. C2-029.620.16.03.02, page 31). Access to the power cabinet is restricted to authorized service personnel by locks and the door of the cabinet has a key lock. Furthermore, it was reported that the system was powered off completely (main circuit breaker tripped). From a technical perspective, it cannot be determined what exactly caused the reported electrical shock. An electrostatic discharge due to a well-grounded frame of the pdc could be a possible explanation. No general design issue was identified.

Event description:
It was reported to siemens that an adverse event occurred while operating the somatom definition as CT system. It was reported that a 33-year-old hospital x-ray technician received an electric shock when he tried to reset the f1 breaker in the pdc (power distribution cabinet) with both thumbs. The technician was admitted to the emergency department for ECG monitoring and two blood samples were taken. According to information received, the technician´s health condition is good and no deterioration in health was reported.